Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the device passed visual inspection. As received, the battery was able to charge on a test battery charger. A review of the battery's internal log revealed that a cell pair, at one point in time, had cell-over-voltage and cell-under-voltage flags enabled. Supplemental testing revealed an intermittent connection between a cell pair and the printed circuit board (pcb) due to a lifted cell weld. The intermittent connection between a cell pair and the pcb can cause the battery to incorrectly read the voltages of the cell pairs and likely triggered flags at the time of the reported event, preventing battery from charging. If the battery remains connected to the battery charger with these flags enabled, the battery charger status indicator will flash red after 8 hours due to a charge time-out. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a lifted cell weld. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because the indicator light on the battery charger was flashing red when the battery was connected to the battery charger. The battery subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.